Manufacturer narrative:
Abnormal sample probe movement alarms and abnormal sample aspiration errors were observed on the alarm trace data. During routine maintenance the operators clean the sample probe nozzles. When performing this maintenance it is required to manually move the probe which may cause misalignment over time. Misaligned sample probes can lead to improper analyte-reagent composition which can lead to questionable results. The investigation determined the event was consistent with a misaligned sample probe. The investigation did not identify a product problem.

Manufacturer narrative:
Instrument performance testing was performed on (B)(6) 2021.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for elecsys estradiol iii (estradiol iii) on a cobas 6000 e 601 module. Patient 1 initial results were >11010 pmol/l and 5487 pmol/l. The sample was repeated twice with results of 973 pmol/l and 1014 pmol/l. Patient 2 initial results were >11010 pmol/l and 19,257 pmol/l. The sample was repeated twice with results of 1878 pmol/l and 1794 pmol/l. No questionable results were reported outside of the laboratory. The estradiol reagent lot number was 503901. The expiration date was not provided.